Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler, pipetted large bubbles in every well and did not give an error message. An ortho field service engineer was dispatched and could not duplicate the event. Fse calibrated z-arm to plate. No death or serious injury was associated with this event.